Event description:
Pca was delivering doses of medication without delivery button being pushed. The pump was not on the continuous setting, only demand with a four-hour lockout. The patient informed the nurse twice of a malfunction. The nurse also witnessed the delivery of medication without the delivery button depressed or near the patient. The patient did not receive an overdose of medication and was not harmed by the occurrence.